Event description:
A report was received that the patient indicated that the ipg was causing pain. The physician explanted the device and the patient is reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicates that the ipg was analyzed and passed electrical, performance and visual tests. Therefore, the ipg exhibits normal device characteristics. The damage to the lead is consistent with damages done during the explant procedure and it is not considered a failure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-8216-50, serial#:(B)(4), model description:artisan 2x8 lim,50cm.

Event description:
A report was received that the patient indicated that the ipg was causing pain. The physician explanted the device and the patient is reportedly doing well following the procedure.